Manufacturer narrative:
The customer will not repair and will dispose the device. It was unknown on how the device fell as there was no additional information whether device was on a wall mount or a roll stand. Because of this, we are considering this to be a malfunction of insufficient information/cause unknown. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported that the device has fallen onto something pointy and damaged the lcd screen and front assembly. The device was in use on a patient. There was no report of patient or user harm.